Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Continued e1 additional email: (B)(6) continued e1 additional fax number:(B)(6) device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.